Manufacturer narrative:
Service order ((B)(6)) completed: service engineer removed pump heads, cleaned, adjusted pump heads and performed system checkout procedure successfully. Investigation completed. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e346 was reviewed. There were no non-conformances. This lot met all release requirements. Trends were reviewed for complaint categories tubing leak and alarm #49: return bag - air detected and no trend was detected for these categories. Service order feedback was not available at the time of this report. A supplemental report will be sent once investigation is complete. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer called to report they got a return bag air detected alarm, upon checking for air, they noted blood leaked from red blood cell pump tubing segment. Customer stopped the procedure, clamped the access line and then aborted the procedure with no return of blood products to the patient. Customer stated patient was stable. Service was dispatched. Customer did not return product for investigation.